Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed recorded episodes of non-sustained right ventricular over-sensing caused by right ventricular lead noise. No interventions were made. The patient was not symptomatic.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, only the distal portion of the lead was returned in one piece. Destructive analysis of the lead found an internal insulation abrasion beneath the superior vena cava shock coil that breached the ring electrode conductor cables lumen with one of the ring electrode conductor cables etfe coating abraded. The cause of the reported event was isolated to the internal insulation abrasion with the abraded ring electrode conductor cable etfe coating that exposed the ring electrode conductor cable. X-ray examination of the lead did not find any indication of conductor fractures. Electrical tests of the lead found internal shorts between all conductor paths consistent with procedural damage.

Event description:
New information received notes that the lead was explanted and replaced due to persistent sensing noise. There were no patient consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6.